Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the final angiogram, a proximal type I endoleak was identified. The physician performed an intervention and implanted an endurant 36 mm cuff, resolving the endoleak. (In addition, the physician decided to implant aptus endoanchors to prevent future endoleaks/migration.) The cause of the type ia endoleak is unknown per the physician. No additional clinical sequelae were reported and the patient is fine.